Event description:
A ventilator was returned to a third party service center alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's download error log. The device's system board was replaced to address the issue.